Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for low impedance. The rv lead was reprogrammed and remains in use. It was further reported that a polarity switch occurred on the rv lead. In addition, the patient complained of symptoms and a loss of capture was noted. The rv lead was attempted to be replaced, however occlusion was noted. A new rv lead was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pectoral stimulation